Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 21-jul-2023: summons received. New reporter lawyer added. Essure insertion & removal date updated. Patient date of birth updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("the left cornua shows a portion of protruding silver coiled metal consist with a portion of essure device.") In a 53 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("uterine ablation with essure placement" on (B)(6) 2010). The patient had a medical history of vaginal bleeding, paratubal cyst, nabothian cyst, adenomyosis, dyspareunia, menstrual cramps, dysmenorrhea, heavy periods, menorrhagia, abnormal uterine bleeding and pelvic pain on (B)(6) 2019 and overweight. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,bilateral salpingectomy,cystoscopy.). Essure was removed on (B)(6) 2019. The reporter considered uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.913 kg/sqm. [Pathology test] on (B)(6) 2019: diagnosis: uterus and bilateral fallopian tubes, laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy. Uterus with adenomyosis and nabothian cysts of cervix. Secretory endometrium. Left fallopian tube with benign paratubal cysts and right fallopian tube with no significant histopathologic changes. Clinical history: dyspareunia, abnormal uterine and vaginal bleeding, pelvic pain. Material submitted:1. Uterus, cervix, bitaleral fallopian tubes. Gross description: the left cornua shows a portion of protruding silver coiled metal consist with a portion of essure device. Left fallopian tube: sectioning reveal a patent lumen partially filled with silver coiled metal consistent with an essure device which is present in proximal 1.2 cm of the tube. Right fallopian tube: sectioning reveal a patent lumen partially filled with silver coiled metal consistent with an essure device which extends 2.7cm into proximal portion of tube concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: reporter and patient information,medical history,lab data,drug stop date,indication,non drug treatment added..medical device removal event updated to uterine perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("the left cornua shows a portion of protruding silver coiled metal consist with a portion of essure device.") In a 53 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("uterine ablation with essure placement" on (B)(6) 2010). The patient had a medical history of vaginal bleeding, paratubal cyst, nabothian cyst, adenomyosis, dyspareunia, menstrual cramps, dysmenorrhea, heavy periods, menorrhagia, abnormal uterine bleeding and pelvic pain on (B)(6) 2019 and overweight. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, cystoscopy). The reporter considered uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.913 kg/sqm. [Pathology test] on (B)(6) 2019: diagnosis: uterus and bilateral fallopian tubes, laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy. Uterus with adenomyosis and nabothian cysts of cervix. Secretory endometrium. Left fallopian tube with benign paratubal cysts and right fallopian tube with no significant histopathologic changes. Clinical history: dyspareunia, abnormal uterine and vaginal bleeding, pelvic pain. Material submitted:1. Uterus, cervix, bitaleral fallopian tubes. Gross description: the left cornua shows a portion of protruding silver coiled metal consist with a portion of essure device. Left fallopian tube: sectioning reveal a patent lumen partially filled with silver coiled metal consistent with an essure device which is present in proximal 1.2 cm of the tube. Right fallopian tube: sectioning reveal a patent lumen partially filled with silver coiled metal consistent with an essure device which extends 2.7cm into proximal portion of tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.